Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon because it was expanded at the lesion site. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a pinhole was identified within the mid-section of the balloon. The pinhole is located at a point within the area covered by the stent that was initially crimped. No balloon damage is evident adjacent to the pinhole however a stent strut may have caused the damage evident. As stated, the stent was not returned for analysis and examination of the stent may have highlighted stent strut damage that could have contributed to the issue. Microscopic examination could not find any other evidence of damage like scratches to the balloon that would signify difficulty advancing. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the coronary artery. A 2.50mmx12mm synergy drug-eluting stent was advanced to treat the lesion. However, when the stent delivery system balloon was initially inflated and was able to dilate the stent, the balloon lost its pressure. The balloon was removed and post-dilation was performed using a non-compliance balloon catheter. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the coronary artery. A 2.50mmx12mm synergy drug-eluting stent was advanced to treat the lesion. However, when the stent delivery system balloon was initially inflated and was able to dilate the stent, the balloon lost its pressure. The balloon was removed and post-dilation was performed using a non-compliance balloon catheter. The procedure was completed. No patient complications were reported and the patient's status was stable.